Event description:
It was reported that the patient underwent revision approximately 1 month post implantation from an initial hemiarthroplasty. The bipolar cup was exchanged for dislocation. New head with larger offset implanted. Patient had a fall following initial operation and had dislocated twice since. Like tore soft tissue repair with fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: bipolar liner 44/45/46 lot# 65745161 cat # 00-5001-044-28. 28+3.5mm 12/14 taper head cocr lot # 3216735 cat#802202803. G2 foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.